Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not engage the clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer did not note anything out of the ordinary when inspecting the clip applier instrument prior to inserting it into the patient. However, once on tissue the clip applier failed to clip. The customer usually open 2 clip appliers per case. Therefore, the customer used the backup clip applier. The customer completed the case without any further issues. No injury to the patient. The medium-large clip applier instruments were used during the case. The instrument was returned to isi for analysis. No photos or videos are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, the clip applier could not engage the clip. Components adjacent to this severely bent grip do not show damage. The complaint was confirmed by failure analysis.